Event description:
It was reported that the ilet generated repeated ¿alert 60¿ bluetooth communication errors despite a battery over 50 percent and multiple restarts, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of normal ilet use and reliance on backup therapy. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.